Event description:
It was reported that the patient had been complaining of pain. Rising rv threshold was observed. The pace/sense portion was capped and replaced on (B)(6) 2011. Following lead revision patient presented with a pocket infection. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.